Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, adverse event, dysmenorrhoea, dyspareunia, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Product insertion date updated from (B)(6) 2008 to (B)(6) 2008. Right: 3 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information, patient middle name, dob, medical history, rcc added. Product insertion date updated. Events dysmenorrhea, dyspareunia, chronic pelvic pain and endometriosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, adverse event, dysmenorrhoea, dyspareunia, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Product insertion date updated from (B)(6) 2008. Right: 3 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device) and surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.